Event description:
Ccu department is experiencing ECG signal drop out mainly with larger pts. This is an ongoing problem. The staff could not obtain a ECG signal with a amplitude that could be detected by the monitor. The monitor was not able to produce any ECG information. The monitors were tested by the biomedical department and the MFR and were operating within specifications. The staff was re-educated on proper pt preparation. Facility still continued to experience signal drop out. Finally facility tried another type of electrode and was able to obtain a very good signal. The findings were discussed with the electrode rep (3m). 3m met with the biomedical department and tested the electrodes in question with an impedance meter. The electrodes had a high impedance when compared to the other vendor's electrodes that facility was using in ccu. 3m gave facility a "higher" grade electrode for the past two months and has not experienced any signal drop out. Ccu is using the higher grade electrodes on all pts.